Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a total laparoscopic hysterectomy when suturing the cuff the needle of the device fell off the patient cavity graspers were used to retrieve the needle. There was no patient harm.